Manufacturer narrative:
Per tandem user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. Per tandem user guide: ensure there are no air bubbles when drawing insulin from the vial into the syringe. Air in the system takes space where insulin should be and can affect insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer reported changing cartridges every 6 days and that they had stopped performing the air removal step when filling the cartridge with insulin. Customer was instructed to changed cartridges every 3 days. Customer changed pump supplies and successfully resumed insulin delivery. Customer's blood glucose was 164 mg/dl.